Event description:
It was reported that on (B)(6), 2008 the patient underwent stent implantation in the proximal first obtuse marginal coronary artery with one xience v stent. After a stress test was positive for silent ischemia, cardiac catheterization was performed on (B)(6), 2011 showing in-stent restenosis and circumflex disease. Coronary artery bypass graft surgery was performed on (B)(6), 2011 and the condition was considered resolved. The patient was discharged to home on (B)(6), 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.